Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 ((B)(4) days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual investigation of the returned pump indicates a suspected defect in the airside layer of the triple layer membrane. A detailed investigation of the returned pump is currently ongoing.

Event description:
We were informed by the clinic that an air cushion was detected between the membrane layers of the right excor blood pump of a patient supported in the bvad configuration. The pump was immediately exchanged due to a suspected membrane defect. The clinic additionally noted minimal abrasion in the air chamber of the pump. The exchange of the affected blood pump was successfully completed by trained personnel. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). An air cushion was detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where an air cushion was detected between the air-side layer and middle layer of the membranes. A minimal amount of particles were also detected in the membrane interstices. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected at the edge of the air-side layer. Furthermore, graphite agglomerates were found between the membranes. The middle and blood-side layers of the triple layer membrane were found to be intact. At the time of investigation, the membrane thickness was found to be within specification for all three layers of the membrane including at the region of the defects. The cause of the failure was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points,which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion, causing the reduced pump performance (incomplete filling and emptying).